Manufacturer narrative:
Initial 1 of 2. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient experienced bent cannula event on (B)(6) 2026. The patient subsequently went to emergency room on (B)(6) 2026 and remained for three to four hours due to high blood glucose level and was treated with intravenous fluids of saline and insulin. The site of insertion was back of arm. The patient tested positive for ketones. The patient replaced infusion set and resumed insulin deliveries successfully and was released from the hospital on (B)(6) 2026.